Event description:
The complainant reported that a vaxcel pasv PICC was therapeutically placed in a patient (age and gender unknown) in 2007. Six days later, the clinicians observed a split in the device extension tubing. The device was successfully replaced with another vaxcel pasv PICC. Two months later, during the boston scientific evaluation of the returned device, a hole or split located distal to the suture wing was identified. The patient's condition was reported as "fine", with no complications as a result of the reported malfunction.

Manufacturer narrative:
The device history records for this lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints for lot number 1195323. The device was returned for evaluation. During the visual/microscopic inspection of the device, an elongated hole in the catheter shaft at the 4cm mark was identified (see photo #1 contained on page 3 of this report). This hole appeared as though it was caused by a sharp instrument. A dimensional check confirmed that the measured dimensions were within the drawing specifications. Based on the evaluation of the returned sample, the reported complaint condition of split catheter was confirmed. The most probable root cause for the elongated hole was that the catheter was cut by a sharp instrument. The evaluation of the returned device did not reveal any visible manufacturing defects.